Event description:
Lobectomy procedure: slc55g was fired and a grinding noise followed. Surgeon attempted to open the slc but it failed to open. Use of manual release was tried unsuccessfully for approximately 10 minutes. The flexshaft was removed from the instrument and a bovie tip was unsuccessfully used to manually unscrew open the slc. Another linear cutter was used to wedge out the slc.